Event description:
A report was received that the patient's ipg migrated on the patients belt line. The patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction suspected.